Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and investigation performed, the cause of the reported event could not be determined. It was reported that heparin and integrilin were administered peri-procedure. Integrilin (eptifibatide) is an antiplatelet drug of the glycoprotein iib/iiia inhibitor class. Per the mynx instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients receiving glycoprotein iib/iiia platelet inhibitors. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional on (B)(4) 2011 that a (B)(6) female patient with a history of hypertension underwent a coronary intervention procedure on (B)(6) 2011. It was reported that post procedure, mynx was chosen for femoral artery closure by the physician, a trained user of the device. Access was obtained via a 6f sheath. Heparin and integrilin were on board and the stick location was reportedly "good." It was reported that the pre-procedure femoral angiogram revealed no signs of disease in the artery. The device was prepped per IFU. No other details were given regarding the steps taken during the mynx deployment, however, it was reported that hemostasis was not achieved with the mynx and the patient developed an acute hematoma. Manual compression was applied and hemostasis was successfully achieved. The patient reportedly was ambulated and discharged per hospital protocol. It was reported that on (B)(6) 2011, the patient complained of leg pain and returned to the doctor's office where a doppler ultrasound was performed which confirmed a pseudoaneurysm. On (B)(6) 2011, the patient presented to the interventional radiologist and was treated with a thrombin injection in an outpatient setting. Reportedly, the patient is doing fine with no further clinical sequela.